Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had a history of triggering lead impedance warnings associated with the superior vena cava (svc) coil, rv coil, rv bipolar, and rvtip to rv coil. The rv lead was capped. No patient complications have been reported as a result of this event.